Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon was broken. The locking collar, valve seal and doors appeared intact. The inflation syringe was received. The obturator was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, approximately one minute after inflating balloon, while observing inside of the abdominal cavity, the balloon burst. Another trocar was opened but when the nurse tried to test the second device, they were unable to put air into it. The procedure was completed with another device. The surgical time was not extended. Nothing fell into the patient's cavity. There was no injury to the patient.